Event description:
Literature was reviewed regarding migration of intracardiac medical devices. In the fifth case recounted by the authors, the patient underwent transcatheter aortic valve replacement (tavr) with a medtronic evolut valve, which dislodged above the annulus immediately after deployment. As described, ¿the patient quickly decompensated and experienced pulseless electrical activity arrest, at which point she was intubated and a tee (transesophageal echocardiogram) probe was placed as cardiopulmonary resuscitation was initiated with successful return of spontaneous circulation.¿ then the evolut valve was repositioned using a balloon and a snare while a non-medtronic transcatheter valve (sapien) was implanted. Tee exhibited adequate valve function, but then the patient experienced refractory hypoxia due to pulmonary edema, prompting veno-venous extracorporeal membrane oxygenation (vv-ECMO). After return of spontaneous circulation, the patient remained in atrial fibrillation with complete heart block, warranting the placement of a screw-in pacing lead. In the intensive care unit (ICU), the patient required transfusion and ¿had rising peak inspiratory pressures and continued refractory hypoxia concerning for possible abdominal compartment syndrome.¿ a laparotomy was conducted, and bleeding liver lacerations were found, presumedly from chest compressions and required abdominal packing and vessel ligation. The patient was ultimately decannulated from vv-ECMO and returned to the operating room for abdominal closure. In the ensuing weeks, the patient experienced respiratory failure necessitating mechanical ventilation, anoxic brain injury, renal failure requiring renal replacement therapy, and bacteremia. It was at this point the patient¿s family decided to cease medical care and the patient died.

Manufacturer narrative:
Citation: holloway j, lee m, stephens b, et al. Anesthetic management of intracardiac migration of medical devices. J cardiothorac vasc anesth. 2025;39(7):1866-1877. Doi:10.1053/j.jvca.2024.07.015 earliest date of publication used for date of event and date of death. Earliest approved evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.